Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver reported that the user experienced an occlusion alarm on the ilet. The infusion set was inspected, and no issues such as bubbles or kinks were detected. Insulin delivery was resumed, no adverse clinical effects were reported, and the user will continue to monitor.